Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely causes of the malfunctions found during the evaluation are traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope was found to have a gap in adhesive area between the distal end and z-block, adhesive around light guide lens at the distal end is chipped. In addition, the inside of the light guide lens is discolored. There was no patient involvement.